Manufacturer narrative:
The glidescope core 15-inch monitor and a glidescope core quickconnect cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned core monitor but was unable to confirm the reported image issue. When the core 15-inch monitor was connected to known, good, test equipment, the image remained normal. The verathon technical service representative then tested the core quickconnect cable in both the a and b ports without failure. The camera image quality test was performed and passed. The customer's glidescope core 15-inch monitor and a new glidescope core quickconnect cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the image was dark red and orange. The customer also stated that the image was cutting out when using a quickconnect cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.